Event description:
Complainant alleged that while attempting to pace a (B)(6) female patient, the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device (MDR 1220908-2011-01453) to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.